Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevate blood glucose (bg) level with trace to moderate ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer changed the site and delivered a bolus to address high bg. The customer changed the infusion set and cartridge multiple times in attempt to resolve the issue.